Event description:
The customer reported the AED will not power on. The caller does not know if the reported event did or did not occur during patient use.

Manufacturer narrative:
The customer reported the AED will not power on.the maintenance schedule is reported as monthly. Review of the log history file revealed the following: the unit entered service in (B)(6)2022. The AED was used during a patient event in october of 2023. After this event the device gave a no pads warning. In (B)(6)2024 the battery was fully depleted. The end of (B)(6)2024, a new battery was installed; no pads warnings continued and the battery was removed. Three days later the battery was reinstalled, the service code warning was cleared witha manual self-test; no pads warning continued and the battery was again removed. Five days later, another new battery was installed, the log history file was downloaded and the no pads warning continued. The customer was advised to remove the battery pack in question from service; it will not be returned to the manufacturer for further analysis. The distributor was instructed to replace the battery pack, clear the service code warning, and confirm the asi is flashing green. The customer's failure to promptly address red asi warnings reduced battery life expectancy. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.